Event description:
It was reported that the anesthesia workstation generated alarm indicating an occlusion. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on provided information, the claimed issue was resolved without replacement of any parts. The reported issue took place on (B)(6) 2023 around 16:00. The evaluation of received device's logs on provided date of event from 15:00 revealed occurrence some clinical alarms (e.g. Etco2: low, respiratory rate: low, expiratory minute volume: low, peep: low, leakage, expiratory minute volume: high, fico2: high). Moreover, the alarms for airway pressure: high and regulation pressure limited have been noticed in the logs. No technical errors and alarms for sample line occlusion were found. Unfortunately, the trend logs is not available. Therefore, evaluation of delivered volumes is not possible. The etco2 signal was confirmed but was low and seemed to come and go. There also appear to be at least 2 disconnections. When comparing the set apl pressure when manually ventilating a patient with the set pc above peep, the set apl is 26 cmh2o while the set pc above peep is 9-10 cmh2o. There are many external variables that affect the co2 measurements, including sampling line problems and tube kinking, but none of these are detectable from flow-e data. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).